Manufacturer narrative:
The implant date was unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to recurrent stress urinary incontinence. All components of the existing aus were explanted and replaced with a new aus. There were no additional patient complications reported.